Manufacturer narrative:
A spectrum pump experienced a system error 345 and shut off while operating in single-digit temperatures at a helicopter ambulance service in transport from hospital to a helicopter. The operator's manual 41018 - 6.05/6.2.4, rev. H, warns the user that 'the sigma spectrum with master drug library has not been tested or approved for use in motor vehicles or aircraft.' And per operator's manual, 41018 - 6.05/6.2.4, rev. H, the 'operational conditions' specifically stated that 'with standard battery' the 'operating temperature: 60 to 90°f (15.6 to 32.2° c), 20 to 90% relative humidity non-condensing' and 'with wireless battery module' that the 'operating temperature: 60 to 80°f (15.6 to 26.7° c),20 to 90% relative humidity non-condensing'. The device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an error and shut off while a patient was being transported from the hospital to a helicopter, as they crossed the roof in single-digit temperatures in the critical care/ air medical transport. The medication being infused was transxexemic acid (txa) at a rate of 31 ml/hr, dosage would have been 1 gram constituted in an unspecified volume. The device was swapped, and transport was continued. The pump coordinator went in afterwards and found a system error 345 (thermistor disparity) alarm in the history log. The reporter tested the device and ran it multiple times at room temperature at different rates and the error did not repeat. There was no known patient injury or medical intervention associated with this event. No additional information is available.